Manufacturer narrative:
The user facility stated that the sight glass on their amsco 400 sterilizer was leaking causing a water leak below the sterilizer, which damaged a ceiling tile on the floor below. A steris service technician arrived on-site, inspected the unit and confirmed the unit to be operating according to specification. The technician identified that the sterilizer drain hose had been moved from the center of the funnel to the facility drain below the sterilizer. Over time, this caused water to splash off of the funnel onto the floor below the sterilizer. With these gradual leaks, water seeped below the floor, causing a ceiling tile to become damaged. The cause of the reported leaking is due to the drain hose becoming off center from the drain funnel. Contrary to the facility's belief, the technician found that the drainage leak to be the cause of the water leak, not the sight glass. The technician moved the sterilizer back to its original position and returned the unit to service. As a precautionary measure, the technician tightened the sight glass based on the user facility's concern. The technician found no issue with the sight glass. The user facility's ceiling tile was replaced; no additional issues have been reported.

Event description:
The user facility reported their amsco 400 sterilizer was leaking water. No injury, procedural delay, or cancellation was reported.